Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the entire lead was returned severed in 2 pieces 12.5 cm from the terminal pin. Setscrew marks were noted on all terminal connections in the correct locations. Both segments of the lead passed electrical continuity tests. Visual inspection noted calcified body fluid covering most of the distal shocking coil. It was noted that depending on how much calcification was on the lead prior to explant the impedance measurements may have been affected. Laboratory analysis did not identify any other lead characteristics that would have cause or contributed to the reported high shock impedance measurements.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that upon the patient's presentation for explant of their implantable cardioverter defibrillator (ICD) due to normal battery depletion, high out-of-range right ventricular (rv) lead shock impedance measurements were observed. It was noted that shock impedances had gradually and steadily increased over the prior nine months. The physician elected to explant and replace the rv lead in addition to the device. The patient was reported to not require pacing therapy and no adverse patient effects were reported.